Manufacturer narrative:
This report is submitted on august 9, 2021.

Event description:
Per the surgeon, the device extruded from the implant incision site followed by an unsuccessful attempt to surgically resolve the extrusion. The patient was hospitalised as there was an infection that was treated with IV antibiotics. The device was explanted on (B)(6) 2021.

Manufacturer narrative:
This report is submitted on september 17, 2021.